Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post-operative check the day after implant showed that the right ventricular (rv) lead sensing had dropped. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.